Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 429688 implantable pacing lead, (B)(6) 2011. A 694765 implantable tachy lead, (B)(6) 2011. A 559445 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient felt pounding in the left pectoral area. Capture management was programmed off on the device for all the leads and the pounding subsided. The device remains in use. It was also noted that the left ventricular (lv) lead caused stimulation, but it was reprogrammed. The lv lead remains in use. No patient complications have been reported as a result of this event.